Event description:
Catheter broken. The port was placed on 6/27/97. Chemotherapy being infused when a rupture occurred in the subcostal area. Distal part found in intracardiac area. The catheter was removed without any problems.